Event description:
Reporter alleged the customer obtained a result of 111 mg/dl on the compact plus system and then became incoherent and unresponsive about 15 minutes later. Reporter stated she had to place honey under the customer's tongue and she came around about 5-10 minutes later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.